Event description:
It was reported that there were metal shavings while using the bur during a shoulder arthroscopy case. It was further reported that another bur was used to successfully complete the procedure.

Manufacturer narrative:
Additional info will be provided once investigation is complete.